Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review. The log file captured power cable disconnect/low power hazard/no external power while connected to mobile power unit (mpu) on (B)(6) 2024 at 03:45. This was caused by power to the mpu being briefly interrupted. There were no pump interruption during these events as the system controller's backup battery functioned as intended. The alarms resolved upon reconnection of the mpu power. Otherwise, the log file captured routine events and there were no notable alarm conditions.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of external power event was confirmed via log file analysis. The mobile power unit (mpu) was not returned for analysis; however, log files were submitted (d7200013 and d7140009) for review that showed overlapping events spanning approximately 21 days (29jun2024 ¿ 20jul2024 per timestamp). Loss of external power events were active on 13jul2024 from 03:45:15 ¿ 03:45:19 that were associated with no external power, low power hazard and power cable disconnect alarms. This event appears to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected, and the backup battery supported the system without any issues during these events. No other notable alarms were active in the log file. Multiple good faith efforts were sent asking for the serial number of the mpu, if the mpu has a v-lock connector on the ac power cord, if the cause of the loss of power was identified, and if the mpu would be returned for analysis. To date, no response has been provided. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were unable to be reviewed for the mobile power unit due to no serial number being provided. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect and low voltage alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.